Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 7/2/2019. Device evaluation summary: according to the information received it was reported that the patient was unhappy with her implants. During evaluation of the sample it was observed to be intact. No anomalies were observed. Based on the facts of the case, the issue is unrelated to the breast implants and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed for the finished device number 7521241, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with 490cc mentor memorygel breast implants had them removed and replaced on (B)(6) 2019 with new gel implants because she was unhappy with them for an unknown reason. This event was part of the glow study. No additional information is available at the time of this report. If additional information is made available in the future, a supplemental report will be submitted. See 3006942524-2019-00518 for contralateral prosthesis report.